Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 26.0 mmol/l and 8.0 mmol/l. Customer was not sure about the exact readings. Drum discarded. No adverse event reported. No product will be returned; replacement was sent.